Event description:
Complainant reports that facility has noticed a difference between the current venous lines in use and previous product. States that the hub of the pt connector of complaint product does not slip easily into the needle or catheter. 2 of 3 reported events. During dialysis, allegedly the pt connector of the venous blood line spontaneously disconnected from the pt's fistula needle. Awaiting further info re: ebl, date of event and other pertinent info. Actual sample discarded on day of event, companion sample requested. 8/13/97 received info from health professional that ebl was 100cc, no labs to report and pt descriptors given.